Manufacturer narrative:
2000e (B)(6) 510k: this is an international code - the model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 2000e. The 510k number provided is for the domestic similar product.- k960280. Initial reporter phone#: (B)(6). Investigation summary: a 2000e (B)(6) sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19087359 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e (B)(6) product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use. The following information was provided by the initial reporter, translated from (B)(6) to english: device use time: 09:17, (B)(6) 2021 purpose of use: intravenous infusion therapy. Equipment usage: replace the intravenous infusion connector once a week. Time of occurrence of adverse event: 09:17, (B)(6) 2021 the specific circumstances of the adverse event: the nurse replaced the infusion connector at the venous catheterization site for the secondary pulmonary tuberculosis patient at 09:17 on (B)(6) 2021 according to the doctor's order and found it was blocked and could not be used. So immediately replace with a new needleless closed infusion connector. Time to take measures: 09:17, (B)(6) 2021 specific measures taken: immediately replace with a new one time for improvement or end of adverse events: 09:30 on (B)(6) 2021 the result of adverse events: the patient caused the infusion to be delayed.